Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate decreased to 0 units, and then up to 17 units, back down to 0 units, and back up to 17 units. Troubleshooting was unable to be performed and, at the time of the call, the pump was not being used for therapy. Additionally, the customer experienced elevated blood glucose (bg) levels in the 450's (mg/dl) with diabetic ketoacidosis (dka). The customer went to the emergency room (ER) and was treated with intravenous (IV) fluids and a manual novolog injection. On (B)(6) 2017, approximately 4 hours later, the customer was admitted to the hospital and intensive care unit (ICU), and was treated with IV fluids, a lantus shot, and IV novolog. System check was performed with tandem technical support and no issues were identified related to the pump performance. The customer confirmed that the treatment resolved the issue, and bg level was 180 mg/dl, and there was no permanent damage to the customer.